Event description:
The account alleged a pt fell out of the bed. No info was given on if the pt was injured.

Manufacturer narrative:
The service mgr spoke with the account and they stated that it may be their fault that the injury occurred due to this side rail not being properly latched in place. The accounts technician stated that what he heard was the pt was pulling on the side rail and the side rail came free of the bed and the pt fell to the floor. And that the bed was then swapped out for another bed and the account did not call it in. The account will not release any further info at this time.